Manufacturer narrative:
(B)(4). Details will be provided with the action that will be conducted in cooperation with the u.s. Food and drug administration.

Event description:
On (B)(6) 2011, an abbott support specialist contacted customer to discuss the product action. During conversation, the customer reported an unexpected troponin (false negative) result. Result is unk. Pt was tested twice with I-stat troponin cartridge. Both cartridges were negative. Results not provided in ticket. Pt was sent home. Two days later, pt had a heart attack. Troponin results tested on new sample at private lab were positive. The suspected discrepant results were released to a physician or caregiver. Based on the info available at the time, there were no injuries associated with this event.